Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) due to a curvature in the patient's penis and scarring. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined. The rear tip of cylinder 1 was identified to be trimmed off. Under microscope it was observed that the cylinder 1 rear tip that was the result of a sharp instrument damage which probably occurred during the explanted. Both cylinders passed all tests performed. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) due to a curvature in the patient's penis and scarring. The patient is expected to fully recover.